Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for one patient. The initial accu tni result was 11.32ng/ml. The result was not reported out of the lab. The customer re-tested the original sample and a result of 0.02ng/ml was reported out of the lab. There was no effect to patient as a result of this event.

Manufacturer narrative:
The specimen was collected in a bd lithium heparin plasma tube with gel separator and was centrifuged at 3,000 rpm. Qc is fun once every 24 hours and was within specifications prior to the event. Per customer, a system check performed in 2008 passed. There were no result flags or event log messages associated with this event. Customer did not question system performance and did not require a field service engineer (fse) to be dispatched for system verification. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.